Manufacturer narrative:
The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported ¿right side deflation¿. Manufacturer of the device is unknown. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, yellow particles inner the shell, opening on radius, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: striated opening on radius, striated broken on radius and missing piece of the shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening and broken assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Patient reported ¿right side deflation¿. Healthcare professional reported right side deflation. Device has been explanted.